Event description:
It was reported that the "patella clamp is not holding. Ratchet teeth are worn down".

Manufacturer narrative:
DHR and complaint history review. Conclusion: the device was not returned to the investigation site. However, the reported event suggested that it is related to a previously noted trend. Device was mfg prior to design change.